Manufacturer narrative:
New information was received indicating there was no patient involvement. The following fields were updated: a1 patient identifier is updated to not applicable a2 age or date of birth is updated to not applicable a3 sex is updated to not applicable a4: weight is updated to not applicable a5a ethnicity is updated to not applicable a5b race is updated to not applicable h6 health impact grid is updated to problem identified during non-clinical procedure.

Manufacturer narrative:
Additional information was received clarifying that the presence of debris on the device microphone indicates a system board failure. This is not a speaker failure. H6 component code l2 is changed from speaker to circuit board. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a failed system board. The issue was resolved with a device exchange. The replacement product is in service.

Event description:
Philips received a complaint on intellivue mx40 802.11a/b/g device indicating that there was a speaker malfunction. It is unknown if the device produced sound. It is unknown if the device was in clinical use at the time of the event. There was no adverse event reported.

Manufacturer narrative:
E1 reporting institution phone# (B)(6). E1 reporter phone#: (B)(6). A philips field service engineer verified a speaker malfunction and the mx40 device was exchanged. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
H6 problem code grid is updated. Analysis was performed by onsite service personnel which included efforts to reproduce the issue. The results of the analysis indicated there was a speaker malfunction. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty speaker. The issue was resolved exchanging the device. The replacement product is in service.

Manufacturer narrative:
The device was received for evaluation on 16 apr 2026. Analysis was performed philps authorized repair facility personnel which included testing. The results of the analysis identified a speaker malfunction alarm on the device and pic station. The speaker produced sound. Debris was identified in the mic on the system board. Based on the results of the analysis, the product speaker malfunction inop was confirmed, however the audio sound was still present. The issue was resolved with a device exchange. The replacement product is in service.